Event description:
It was reported that a revision surgery was performed due to loosening.

Manufacturer narrative:
The purpose of this investigation was to determine the cause for the returned patella components loosening. Macroscopic photo analysis was performed on the retrieved patella components. Upon visual examination, the patella component showed scratches and deformation on the articulating and inferior surfaces. The dimensions profile and overall diameters could not be accurately measured due to the deformation present. Based on the dimensional and visual analysis the factors that could have contributed to the patella component loosening could not be determined.